Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their left arm was swollen and showed signs of water retention. Follow up information was received that indicated that the patient had a left subclavian deep vein thrombosis and the patient was treated with medication. The right ventricular (rv) and right atrial (ra) leads remains in use. No further patient complications have been reported as a result of this event.